Event description:
Mayfield positioner applied to patient with pins, after patient was moved from on to o.r. Bed, device became loose and pin slipped on scalp. Causing laceration to right lateral scalp. Surgeon then reversed and replaced with another mayfield positioning device. See scanned page.